Event description:
It was reported by service report that the blue plastic cover on the end of the unit was broken exposing sharp edges and the pump spring was missing. No pt involvement or adverse consequences are reported.